Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, a post-operative transesophageal echocardiogram (tee) revealed central valvular leak. The patient had not been removed from bypass and a valve repair was attempted. The repair was unsuccessful and upon administrating cardioplegia the heart distended. The valve was then removed and a second tissue valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Analysis results: upon receipt at medtronic¿s quality laboratory, the device and valve holder were received in an explant kit. The valve was discolored showing evidence of blood contact. Slight distortion was observed on the outflow suggesting a possible patient prosthesis mismatch. Small needle holes in the sewing ring show placement of implantation sutures. Green and white multifilament sutures remained attached to the sewing ring. All leaflets were slightly stiff but flexible. All leaflets and commissures were intact. Hydrodynamic testing data showed the gradients were within the historical gradient testing data. The regurgitations were lower than the baseline. High speed video showed that the right cusp was slightly lower than the left and non-coronary cusps at the point of coaptation. There was no visible evidence of gaps between cusps. However upon leaflet closure, a small pinhole at the point of coaptation can be observed for a very short duration immediately after closure. Conclusion: based on these results, the valve was acceptable. Although the reported central leak could not be confirmed, slight distortion was observed on the outflow suggesting a possible patient prosthesis mismatch which may have contributed to the central leak. There were no manufacturing anomalies noted on the returned valve. (B)(6). (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has not yet been returned. Upon return of the valve, analysis will be completed.